Event description:
9/27/94 - an extraction (r) eye.9/27 - post op check, surgeon noted foreign body in (r) eye.9/30 - return to or for removal of foreign body in (r) eye. At this point, unsure where foreign came from.10/4 - second patient extraction (r) cataract during or while using identified equipment, surgeon noted similar foreign body in eye. Irrigated out. Normal post op recovery.